Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, it was reported to the distributor by the customer that the needles are pulling off the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.- please provide lot number:investigation summary: one open box with twenty-six unopen samples of product code y935h, lot rpmjlk were returned for analysis. Visual inspection and functional testing were conducted on the returned device. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were fund on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) date sent to the FDA: 08/10/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested, and the following was obtained: I am not a doctor, my position is inventory control specialist. This suture issue was reported to me by the surgical team that was in the room during the case. I then reached out to my rep with the vendor, who sent it up the chain. 1. There were 3 needles take consecutively from the box that pulled off the suture. 2. No other events were reported to my knowledge. Related to: 2210968-2022-05400, 2210968-2022-06458, 2210968-2022-06460